Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient underwent a procedure on (B)(6) 2015 to have excess tissue excised at abutment site. During the same procedure the patient's abutment was exchange. The implanted device remains.